Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving unknown baclofen (500 mcg/ml at 288 mcg/day) via an implanted pump. The indication for use was intractable spasticity. It was reported the pump could not be filled because it was flipped on (B)(6) 2019. At the surgery to flip the pump back, the catheter was twisted and disconnected. It was noted the patient's parents carry the patient over their shoulder and that may have contributed to the problem. The catheter pump section was replaced and the issue resolved.